Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons were intermittently unresponsive when pressed. Keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up/down/ok keypad buttons intermittently responded to user input during testing, the contrast keypad button required excessive force to activate during testing, it was observed that the contrast key contact was inverted, the up, down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.